Event description:
The user facility reported that during a procedure to remove heavy bariatric sutures, the users utilized a loop cutter to attempt to cut a suture, but the loop cutter became stuck. The users then attempted to utilize surgical scissors to attempt to cut the suture and release the loop cutter, but the surgical scissors also reportedly became stuck. The users then employed a non-olympus needle knife and generator to cut the suture and release both the loop cutter and surgical scissors. The user facility did not specify if the intended procedure was completed. There was reportedly no patient injury associated with this event.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation, as it was reported to have been discarded after the reported event. The cause of the reported phenomena was determined to be due to user error. The fs-3l-1 instruction manual states: warning: do not use the instrument to cut any objects other than the target tissue (e.g., stents, metallic stent wires, sewing threads, and loops). If anything other than the tissue is cut, the blades may be damaged or the cut object may be caught in the tip of the instrument, and it may become difficult to safely remove the instrument from the body. Reference manufacturer report number: 8010047-2010-00094 for the associated loop cutter. This report is being submitted as a medical device report in an abundance of caution.